Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, specific evidence that the filter tilted, and the hook became embedded shortly after implant. Patient underwent failed removal attempt in which the snare wire snapped during the procedure. However, there is no documentation of the removal attempt. A recent x-ray indicates the filter has fractured in two locations. The patient underwent another removal procedure in which the filter was removed. However, a small strut remains embedded in the vena cava wall. There is no documentation of this removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt, filter fracture and retrieval difficulty could not be confirmed and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timings and mechanisms of the filter tilt and fracture are unknown. The instructions for use state that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. During filter retrieval, the predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, there is specific evidence that filter tilted, and the hook became embedded shortly after implant. Patient underwent failed removal attempt in which the snare wire snapped during the procedure, however there is no documentation of the removal attempt. A recent x-ray indicates the filter has fractured in two locations. Patient underwent another removal procedure in which the filter was removed, however a small strut remains embedded in the vena cava wall, but there is no documentation of this removal attempt. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
If explanted, give date. No further additional information will be forthcoming.

Manufacturer narrative:
Section b5: the filter was implanted due to acute deep vein thrombosis (dvt) of their left lower extremity with swelling and pain in the leg. The patient also had a history of heterozygous factor v mutation. The filter was placed from the bottom of l2 downward via the right common femoral vein. A vena cavogram following that showed the filter in good placement. Following the placement of the filter, the physician continued the procedure by performing a venous thrombectomy and thrombolysis of the left lower extremity and an angioplasty of superficial femoral and popliteal veins. Twenty-seven days post implantation, an attempted but unsuccessful removal of the ivc filter. During the attempted removal, the head of a non-cordis snare detached itself and got caught in the filter. Broken snare was retrieved, and the pieces were examined, and they were intact. The physician was not able to get close to getting around the hooks of the filter. They felt that the filter may have been imbedded in the wall of the vena cava and was not going to be retrievable. The patient tolerated the procedure. Approximately nine years and nine months later, during removal of the filter, a small amount of likely chronic thrombus was noted where the embedded inferior hook of the filter was. In addition, a tiny linear fragment of filter metal was noted within the wall of the ivc. The fractured ivc filter was successfully retrieved. The patient was stable after the procedure and was transferred to the recovery room. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports fractured filter, tilting of filter, filter embedded in wall of the ivc, and the fractured strut embedded in vena cava wall. Approximately nine years and eight months post implantation the patient states to have undergone an x-ray that reported the filter was fractured and there was a 20-degree medial angulation of the upper aspect relative to the lower portion. Approximately twenty-seven days post implantation the patient had an attempted but unsuccessful percutaneous removal procedure. The filter was removed percutaneously approximately nine years and ten months post implantation. During discharge from the hospital after removal of the filter, the patient states their incision opened and they were bleeding heavily. The patient states to have blacked out and waking up naked, chest hurting, thrashing, covered in blood and urine and an oxygen bag mask on their face. The patient reports to having been told by the nurse that they were pulseless for 23 seconds and the nurse had to administer chest compressions. After the patient¿s pulse returned to normal the state to have had an emergency CT and admitted to the cardiac ward to be monitored. The next day, the patient was discharged home. The patient states that the removal procedure caused them ongoing groin pain during recovery in the weeks post-surgery. The patient reports that their lower body atrophied because they could not stretch their groin or exercise their lower extremities for a few weeks post-surgery for risk of re-opening their incision. The patient states that they suffer from a spondylolisthesis spondylolysis l4l5s1, a chronic spinal disease and not being able to stretch or exercise caused their back to deteriorate and further caused a few months of elevated chronic back pain post removal procedure. The patient also reports suffering from anxiety prior to and even after removal of the filter because of stated complications after removal. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted, embedded in wall of the ivc, fractured and the hook became embedded. The patient has also reported experiencing anxiety, pain, bleeding, atrophy, a cardiac arrest and retrieval difficulty of the filter. The indication for the filter placement was acute deep vein thrombosis (dvt) of the left lower extremity. Of note, the patient, at some point was diagnosed with heterozygous factor v mutation. The filter was placed via the right common femoral vein and deployed from the bottom of l2 downward, below the level of the renal veins. A venogram showed good placement of the filter. Following the filter placement thrombolysis and aspiration of clot in the common femoral and popliteal veins was performed. Angiogram revealed residual clot and angioplasty of the superficial femoral and popliteal veins was performed. Approximately one month later an unsuccessful percutaneous retrieval attempt was made. It was noted that the filter was somewhat twisted with the hook pointing to the right groin. During multiple attempts to snare the filter the head of the non-cordis snare detached and became caught in the filter. The fractured snare head was captured, the pieces were examined, and they were intact; however, the filter could not be hooked, and the procedure was stopped with the filter left in place. The patient reportedly tolerated the procedure well. Approximately nine years and eight months post implantation the patient states to have undergone an x-ray that reported the filter was fractured and there was a 20-degree medial angulation of the upper aspect relative to the lower portion. Approximately nine years and nine months later the patient presented for evaluation of the filter and possible removal. The findings noted a fractured optease ivc filter located in the infrarenal position with tilt of the inferior hook, there was no clot in the ivc. The filter was successfully retrieved using a 16 french guidelight laser sheath and a gooseneck snare. A tiny linear metallic fragment remained embedded in the wall of the ivc with no evidence of filter embolization. Angioplasty of the ivc was performed for no flow limiting stenosis. Access site for the procedure was the right common femoral vein with a 20 french sheath. The sheath was removed at the end of the procedure and manual pressure was applied until hemostasis was achieved. The patient was reported to be stable at the end of the procedure and transferred to the recovery room and was scheduled to be discharged. While the patient was getting dressed for discharge, the patient states the incision opened and they were bleeding heavily. The patient states to have blacked out. The patient reports to having been told by the nurse that they were pulseless for 23 seconds and the nurse had to administer chest compressions. After the patient¿s pulse returned to normal, they were transferred to the emergency room for a computed tomography scan to evaluate for bleeding. The patient was admitted to the cardiac ward to be monitored and discharged the following day. The patient has reported that the removal procedure caused them ongoing groin pain during recovery in the weeks post-surgery and that their lower body atrophied because of not being able to stretch their groin or exercise their lower extremities for a few weeks post-surgery for risk of re-opening their incision. The patient states that they suffer from spondylolisthesis and spondylolysis of l4-l5-s1 and not being able to stretch or exercise caused their back to deteriorate and further caused a few months of elevated chronic back pain post removal procedure. The patient also reports suffering from anxiety prior to and even after removal of the filter because of stated complications after removal. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt, embedded, retrieval difficulty, and strut/filter fracture could not be confirmed. Filter fracture is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Additionally, the timing and mechanism of the filter tilt is unknown. The patient reported cardiac arrest and bleeding after the retrieval procedure, this does not represent a device malfunction and is most likely related to a disruption in the hemostasis of the access site, a common complication following percutaneous procedures. Anxiety, atrophy and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, there is specific evidence that filter tilted, and the hook became embedded shortly after implant. Patient underwent failed removal attempt in which the snare wire snapped during the procedure, however there is no documentation of the removal attempt. A recent x-ray indicates the filter has fractured in two locations. Patient underwent another removal procedure in which the filter was removed, however a small strut remains embedded in the vena cava wall, but there is no documentation of this removal attempt. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to acute dvt. The filter was placed from the bottom of l2 downward. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 years 8 months post implantation. The patient reports fracture, fractured strut embedded in vena cava wall. Patient had an attempted but unsuccessful percutaneous removal procedure 3 weeks post implantation. The filter was removed percutaneously approximately 8 years and 10 months post implantation. The patient also reports suffering from anxiety.